Event description:
Per the clinic, the patient experienced overheating of external processor. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer yet.

Manufacturer narrative:
This report is filed (B)(4) 2013.